Manufacturer narrative:
(B)(4)

Event description:
It was reported that array damage occurred. During an ablation procedure in the right atrium, an intellamap orion was selected for mapping. During withdrawal of the device from the patient, one of the splines broke. The proximal end of one spline fractured and prolapsed. The distal end was still attached to the device. Slight resistance was felt when withdrawing the undeployed device through the non-boston scientific corporation (bsc) sheath. The orion did not become entangled with any of the other catheters used during the procedure. The procedure was completed without needing another device. There were no patient complications; the patient was fine. It was noted that the patient had a history of transposition of great arteries repair.

Manufacturer narrative:
Device evaluated by MFR: visual analysis of the returned device found spline 8 detached at the proximal side of the array. There was evidence of mechanical damage on the insides of the splines. There is potential of entanglement with another device that could lead to separation at the proximal side of the array. The device failed electrical testing. Case files were reviewed; it appeared an attempt was made to withdraw the catheter while deployed, and the catheter subsequently became stuck in what is likely the sheath. The catheter was then undeployed and additional attempts were made to withdraw. It appeared there was resistance; after several tugs the catheter eventually retracted through the sheath, at which point the electrical signal from spline h became extremely noisy, signaling a spline break. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The directions for use indicate: "warnings: do not operate the catheter against resistance. If resistance is felt during advancement, retraction, articulation, deployment or un-deployment, stop and evaluate device location under fluoroscopy. Do not advance or retract the catheter through a sheath when deployed or articulated" and "precautions: to prevent entanglement, use care when using the catheter in the proximity of other catheters. Remove the catheter in case of any observed malfunction." (B)(4).

Event description:
It was reported that array damage occurred. During an ablation procedure in the right atrium, an intellamap orion was selected for mapping. During withdrawal of the device from the patient, one of the splines broke. The proximal end of one spline fractured and prolapsed. The distal end was still attached to the device. Slight resistance was felt when withdrawing the undeployed device through the non-boston scientific corporation (bsc) sheath. The orion did not become entangled with any of the other catheters used during the procedure. The procedure was completed without needing another device. There were no patient complications; the patient was fine. It was noted that the patient had a history of transposition of great arteries repair.